Event description:
A surgeon reports a broken haptic was noted following insertion of the intraocular lens (iol). Enlargement of the incision was required to accommodate removal and replacement. The surgeon reports there was no pt harm associated with this event.